Event description:
The sheath was being utilized during a procedure. The patient had to be transfused with blood as a significant amount of blood loss occurred from the sheath during the proceudre.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided. However, a total of twenty-five devices from three separate lot numbers were returned in an unopened condition. We can advise that we are aware of the potential for this to occur and have issued a corrective action in an effort to prevent a future occurrence. Unfortunately, without the actual complaint device lot number, we are unable to determine if the complaint device was manufactured prior to this change. The appropriate personnel have been notified of this most recent event.